Event description:
Reportedly, the device did not pace and interrogation was impossible. The subject device was replaced and will be returned for analysis.

Event description:
Reportedly, the device did not pace and interrogation was impossible. The subject device was replaced and will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device did not pace and interrogation was impossible. The subject device was replaced and will be returned for analysis.

Event description:
Reportedly, the device did not pace and interrogation was impossible. The subject device was replaced and will be returned for analysis.